Event description:
It was reported, that the patient presented to the hospital for a scheduled generator exchange procedure. Interrogation of the pulse generator noted, that the left ventricular (lv) lead exhibited high capture threshold measurements. The lead was explanted and replaced. The patient was stable throughout the procedure.